Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc recommended the customer to perform precision testing. The customer stated to ccc that since no other issues were seen, they will not perform troubleshooting. The cause of the discordant, falsely low na result is unknown, as a new sample obtained from the same patient resulted as expected upon testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium (na) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). A new sample obtained from the patient was tested twice on the same instrument, resulting higher. The original sample was then repeated on an alternate instrument, also resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na result.